Event description:
Major pump unit(s) involved: blood pump; drive unit failure. Additional text: hm xve device malfunction - bearing wear; bearing wear. Specific component(s) involved: pump drive unit malfunction. Additional text: hm xve malfunction - bearing wear and tear. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump, drive unit malfunction. Specific component(s) involved: pump drive unit malfunction.